Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pulse generator lost the connection with merlin.net. The other manual transmission was performed and the device received error message. Upon reviewing the error message, it might have been caused by the poor telemetry connection during the transmission. The patient was brought into the clinic and the device was reprogrammed. A new transmitter was sent to the patient to establish good transmission. The patient was stable throughout the whole event.